Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, the customer navigated to the bolus request screen without exiting successfully. The customer had already delivered a previous bolus successfully, however the customer requested an additional bolus due to the alert annunciating. The customer's blood glucose level was 82 mg/dl. Reportedly, the customer would closely monitor blood glucose levels and consume carbohydrates.